Event description:
It was reported that the device was used during a laparoscopic gastric bypass. It was reported by the rep that the surgeon used two 512sd's that leaked carbon dioxide. A 1seal was used to stop the leak. The surgeon also used four ms512's that would not stay locked shut. All were replaced. There was no consequence to the pt.